Event description:
During collection of specimen (obtained through the nose for a naso-pharnyx specimen) child's arm became loose, the specimen swab was hit and the end broke off. Rptr's concern is that tip (in pt not readily seen, thought tip remained in pt) could have traveled into airway or esophagus. Child sent to x-ray to determine internal position. Tip not in pt. It was found on floor in pt area.